Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. H6 medical device problem code: corrected from 2993 adverse event without identified device or use problem to 1158 positioning failure

Event description:
The user facility reported a 77-year-old patient needing mechanical circulatory support. It was reported that the patient was on impella cp support due to chest discomfort felt at rest but exacerbated on exertion and associated with dyspnea. Patient primary indication was high risk percutaneous coronary intervention. It was reported while on impella cp support, the impella required repositioning of the pig tail, and during repositioning the pig tail appeared to be hung up in papillary. The physician opted to leave the impella in a less than ideal position as the flows were adequate to support the patient with no adverse events.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.